Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issues highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out, there have been further complaints reported with this failure mode in the past three years. The device, intended for use in treatment, has not been returned for evaluation. No additional information was provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. It was reported that during set up the creasing was found on the film. Potential factors that can contribute to the reported event include a raw material issue. This investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during set up, the release plastic (3) of the iv3000 becomes loose and this causes the plastic to wrinkle so the dressing cannot be used. The procedure was completed with a back-up dressing with a short delay. No patient harm reported.